Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The universal surgical manipulator (usm) was analyzed and found the reported error was confirmed and replicated. In system logs, the error was found confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a golden system where no errors were triggered. The usm was then installed onto a patient side cart (psc) fixture test platform (pftp) where the release voltage check was found to be failing on the axis. As a result of these findings, failure analysis was able to conclude that the pitch motor module assembly was found to be related to the reported event. The probable root cause is attributed to electrical/current related failures on the pitch motor module of the usm.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the universal surgical manipulator (usm) due to 23118 errors pointing to encoder failure. The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation. A return material authorization (RMA) has been issued for the return of the usm.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer had difficulties advancing the universal surgical manipulator (usm3) with instruments or an endoscope. The customer stated that they experienced some faults prior to the issue. The technical service engineer (tse) reviewed the system logs and confirmed the error 23118 on the usm3. The customer moved the endoscope to another usm and had no further issues. The procedure was completed with no reported injury.